Event description:
A medtronic (B)(4) representative reported the camera on the stealth station treon system, has been inaccurate in a case done by the site's surgeon. The surgeon was able to proceed with the case using navigation and the patient was not affected.

Manufacturer narrative:
The camera was determined to be out of calibration. The software is functioning as designed. The camera was replaced per RMA and a system checkout was performed finding the probes verified just fine.